Event description:
Paramedics were using the device to monitor a patient, condition unknown. The device was configured to display leads I, ii, iii, however only displayed a signal with excessive artifact on lead ii for a moment and then a flatline on all leads. The operator picked the device up, shook it hard and then set it down and allegedly it started to function properly and continued to do so for the remainder of the call. There were no adverse effects to the patient reported as a result of the alleged malfunction.